Event description:
It was reported that after the procedure physician realized a char at the distal end of the catheter. There were no problems during the procedure, no temperature raised, impedance was stable, no errors displayed. The ablation settings were time 900 sec; power 25w impedance settings: maximum cut off 250 ohm; minimum cut off 50 ohm, irrigation settings: high flow 8 to15ml; low flow 2ml; pre rf 2sec; post rf 2sec; low fluid warning 200ml. The case was completed without any patient consequence. Multiple attempts were done to request for further details of this event. However no additional information has been provided.

Manufacturer narrative:
The ¿suspected medical device¿ reported is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to smart touch bidirectional approved under p030031/(B)(4). No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer ref # (B)(4).

Manufacturer narrative:
Manufacturer ref#(B)(4) it was reported that after the procedure the physician realized that there was charring at the distal end of the catheter. There were no problems during the procedure, no temperature rise, impedance stable, no errors displayed. The returned device was visually inspected upon receipt and the tip dome had char. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. In addition, an irrigation test was performed and catheter passed, no occlusion was observed. Further investigation was made by r&d. The distal tip electrode irrigated shell was carefully removed in order to expose the internal irrigation surfaces. Material was observed on the internal distal face of the tip shell as well as partially along the cylindrical wall. Material was investigated by an ft-ir method in order to get the type of material adhered to the internal surfaces. The results of the ftir analysis indicated spectra consistent with protein and sodium chloride. However, it remains unknown the origin of the material and how it contributed to the failure reported. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures the reported customer complaint regarding the char has been verified. However, the catheter met the manufacturing specifications.